Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured in october 2024. H11: forty-seven (47) unopened devices were received for evaluation. Visual inspection was performed on all the samples. The observations primarily consisted of dark particulates, fibers, and foreign matter on the white connectors, white spike connectors, blue spike caps, clear caps, and packaging. The most common findings were small dark particulates on white connectors, with additional observations of fibers on connector components and white or blue foreign matter on spike connector caps and packaging materials. A few samples also exhibited particulate matter located between the white connector and clear cap. Overall, the observations were minor, isolated, and cosmetic in nature, with findings limited to external surfaces, packaging, and component interfaces, and no particulate matter identified within the product fluid path. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sixty one (61) exactamix vented micro-volume inlets had particles. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.